Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from a field representative that this right ventricular (rv) lead exhibited high out-of-range pace impedance measurements and loss of capture. The field representative also noted that this rv lead was visualized via fluoroscopy and found to have fractured near the clavicle. Subsequently, this rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.